Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. It was reported the patient is less than 2 years old. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Labeling indicates: dexcom continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would perpetually boot up; therefore the receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot but failed due to perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Findings related to complaint in receiver download. Found one screen recoverable error alarm related to the complaint in the log .the reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.